Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2025, the vertical travel assembly (vta) required remediation to fix its worm gear hardware. No user injury was reported. Hologic field service engineers (fse) were dispatched to investigate the device and observed c-arm shaking and loose vta bolts within the vta assembly. The fses replaced the vta rotational worm gear hardware which resulted in a successful vta remediation. The fses reported that the shaking of the c-arm no longer occurred and verified that the system is now operating according to manufacturer specifications. No further information is currently available.